Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
Additional information received from a manufacturing representative reported both implantable neurostimulators (ins) were replaced due to normal battery depletion. The health care provider (hcp) in charge did not think there were any particular defects.

Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced in (B)(6) 2014. The healthcare professional did not suspect an ins defect and the replaced the device for ¿usual battery depletion.¿

Event description:
It was reported that when the patient¿s family had synchronized the implantable neurostimulator (ins) with the patient programmer, no abnormalities were observed on the right ins. When the left ins was interrogated the "doctor¿s symbol, telephone receiver symbol and the letters eri were displayed." The manufacturing representative had informed the patient's family that the screen ¿non-rechargeable battery power supply was decreasing,¿ meant the ins battery, implanted in the patient's left chest, was nearing the end of its life. The manufacturing representative thought there may be an issue with the ins battery life as the elective replacement indicator (eri) was displayed in a relatively short period of time, just two years and three months after implantation. The patient's healthcare professional (hcp) was informed of the displayed message. The therapy for the device was unknown and the device had not been replaced yet. It was unknown how the patient was doing or if they were receiving effective therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-16564.

Manufacturer narrative:
(B)(4).